Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a custom valgus alignment instrument was reported. Conclusions: visual inspection confirmed the reported event that the pivot pins fractured. The damaged device was discovered during pre-surgery instrument inspection/preparation; there was no surgical procedure associated with the reported event. Removal of the damaged device prevents further damage from affecting the device's ability to perform its intended use. This event meets the definition of preventive maintenance.

Event description:
During workshop, loosening of the device is noticed. Missing inner pin was affected. Another device was prepared for the ope.

Event description:
During workshop, loosening of the device is noticed. Missing inner pin was affected. Another device was prepared for the ope.